Event description:
On (B)(6) 2014, the lay user/ patient contacted lifescan (lfs) alleging her onetouch verio iq meter would not power on. On (B)(6) 2014, the medical surveillance specialist (mss) spoke with the patient to obtain and verify information; however, the patient did not want to answer follow up questions. The complaint was classified based on the conversation between the patient and the customer care advocate (cca). The mss reviewed the call to obtain and verify information. The alleged issue began a couple weeks prior to contacting lfs. The patient manages her diabetes with metformin pills, lantus insulin and novolog insulin. The patient reportedly decreased her usual dose of medication (amount not specified). The patient alleged she was not able to test her blood glucose due to the reported issue. A couple days after, the patient claimed she felt symptoms of nausea, dizziness, hunger and excessive thirst. No treatment was specified in response to the patient's alleged symptoms; however, the patient reportedly scheduled an appointment to visit her physician's office for the afternoon of (B)(6)2014. No additional treatment was specified. At the time of troubleshooting, the cca was not able to walk the patient through resolving the alleged issue and was informed the usb cable/ ac adapter were missing. Replacement products were sent to the patient. This complaint is being reported because the patient claimed she was unable to test her blood glucose due to the reported power issue and reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.